Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that patients battery would only last for a day. It was unknown if device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that patients battery would only last for a day. It was unknown if device malfunction was suspected. The patient will undergo an ipg replacement procedure.